Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a removal of a cerebrovascular thrombus procedure using a 9f sheath. Reportedly, when the plunger was removed no suture was present, a cuff miss occurred. A second proglide device was attempted; however, the same issue occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with the same reported issue referenced is filed under a separate medwatch report number.